Manufacturer narrative:
Subject: customer with quickvue otc lost the cap to their reagent vial, poured the reagent into a water bottle, then a family member accidentally drank it.--tss attempted call back x2. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: incorrect shipping conditions.

Event description:
Customer with quickvue otc lost the cap to their reagent vial, poured the reagent into a water bottle, then a family member accidentally drank it.--tss attempted call back x2.